Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the balloon or tip sections of the device, however, on the first and second distal rows, stent struts were lifted and pulled in a proximal direction. Stent damage most likely occurred during the withdrawal attempts. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypo tube, mid-shaft, inner or outer polymer extrusion. No other issues were noted on the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mild to moderately tortuous and moderately calcified left anterior descending artery. A 2.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.